Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported stimulation in the left rib cage. The patient turned on stimulation and felt stimulation in the wrong location. The patient turned off the implantable neurostimulator (ins). The change in therapy/symptoms was considered sudden. The indication for use was spinal pain. If additional information is received, a follow-up report will be sent.